Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported fluctuating glucose readings ranging between 40¿200 mg/dl. At one point, the cgm displayed 200 mg/dl; however, the patient did not recall the corresponding fingerstick blood glucose (fsbg) value. Due to lack of confidence in the readings, the patient¿s husband transported her to the hospital. Upon arrival, an fsbg measured 400 mg/dl, while the cgm simultaneously read 150 mg/dl. The patient was treated with insulin (lantus and lispro) injection. The patient was admitted to inpatient hospitalization, and during monitoring the fsbg showed 180 mg/dl and a cgm reading of 145 mg/dl. The patient remained hospitalized at the time of the report, continued wearing the same sensor, and was receiving insulin treatment via pen. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.